Event description:
It was reported that the right ventricular (rv) lead had dislodged. Ipg device interrogation revealed there was no rv threshold. A chest x-ray was performed which confirmed that the rv lead moved. The rv lead was scheduled for revision. It was also reported that chest x-ray was abnormal, it was indicated that the ipg was well positioned but on the x-ray , however, it was noted that the device had moved. The rv lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).